Event description:
Boston scientific crm received information that this lead had dislodged. A repositioning procedure was performed where the lead was accidentally cut. The lead was explanted and successfully replaced.